Manufacturer narrative:
The prismaflex tpe2000 set was returned for analysis. During our sample analysis, the connector of the return line was found unscrewed from the filter. A 3-way stop-cock was connected to the return line via the header connection. This is an off-label use of the prismaflex tpe 2000 set. The prismaflex tpe 2000 set instructions for use states: the blood return line (blue-striped) is equipped with a luer-lock connection near the deaeration chamber. This connector is intended to join the extension line of a blood warmer. [...] Do not use this connection for any other purpose. The return line deconnection or the off-label use of the 3-way stop-cock could be the root cause of the reported external blood leakage, however, no leakage was reported during the priming of the prismaflex tpe2000 set. The review of the prismaflex tpe2000 set device history record for lot number 14c1706 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no similar complaint reported regarding this lot number. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
A patient in (B)(6) was undergoing a tpe treatment on a prismaflex with a tpe 2000 filter set. The tpe filter set was primed before use without an external leak detected. Approximately ten minutes into treatment, the nurse observed blood leaking from the connection between the filter and the return line. The treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 200 ml. The patient was not symptomatic as a result of the blood loss and no medical intervention was required. The treatment was restarted on a different machine and filter set.